Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA review. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, a leak took place in the tubes connected to the pump, leading to malfunction of the device and inability to use it. The device was explanted.

Manufacturer narrative:
A titan one touch release pump and two cylinders were received for evaluation. No functional abnormalities were found with any of the returned components. The information received indicated that a leak took place in the tubes connecting to the pump which led to a malfunction of the device and an inability to use it, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no trends for this lot. Review of nonconforming reports revealed no nonconformances for this lot. No capas are associated with this lot. No patient injury was reported.